Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of 28 days, it was reported that the female pt felt twitches in the area of the diaphragm on (B)(6) and, on the next day, in the area of the ICD pocket on the left. An x-ray image showed a completely detached rv lead, which had been migrated back up into the device pocket. During the revision it was reported that the ICD could not be interrogated. No deterioration in the pt's state of health was reported. The ICD and the lead were replaced.